Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. The lot code & cat number for the reported device were requested, but not provided. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "rejuvenate extended stem inserter wouldn't engage real stem."